Event description:
The company was informed that the pt's device was explanted due to infection. Reimplantation will be considered in 3 months. Advanced bionics is in the process of gathering more info. A supplemental report will be submitted once more info is obtained.